Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent a urethral lysis and incision of pubvaginal sling on (B)(6) 2012.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 concurrent with urethral lysis and incision of pubovaginal sling due to a history of vaginal pain, dyspareunia, urinary incontinence and urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion of meshes on (B)(6) 2010 the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, urethral lysis and incision of pubovaginal sling. It was reported that patient underwent mesh revision on (B)(6) 2012 concurrent with urethral lysis and incision of pubovaginal sling due to a history of vaginal pain, dyspareunia, urinary incontinence and urinary tract infections. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.